Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 32x2.50mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). After a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a non-bsc balloon catheter. A 2.50x32mm promus element¿ drug-eluting stent was deployed to treat the lesion. However, post stent deployment, a dissection at the distal side of the stent was noted. Another 2.50x16mm promus element¿ was then deployed to cover the dissection and the procedure was completed. No further patient complications were reported and patient's status was stable and responding well to the medicines.